Manufacturer narrative:
The complaint of product incorporates / allows air passage on item nc100 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) couldn't be performed due to lot number for this complaint was unknown.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a neutron¿ connector where small air bubbles were reported in the clear tubing of both lumen of a newly inserted central vascular access device (cvad). The air bubbles were aspirated from each lumen. There was patient involvement and unknown patient harm.